Manufacturer narrative:
H6: investigation summary no photo or sample was received for the customer's complaint of leakage. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ gravity sets leaked from the port during use. The following information was provided by the initial reporter: "the problem is our set has an extension at the end when we take it out of the pack the extension port is usually loose. There have been several times that the patient makes it to the surgical room and the patients arms are tucked and the medications given through the IV are leaking at that port which creates a patient safety issue because it may be minutes before we realize the patient is not receiving the medicine being administered."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd alaris¿ smartsite¿ gravity sets leaked from the port during use. The following information was provided by the initial reporter: "the problem is our set has an extension at the end when we take it out of the pack the extension port is usually loose. There have been several times that the patient makes it to the surgical room and the patients arms are tucked and the medications given through the IV are leaking at that port which creates a patient safety issue because it may be minutes before we realize the patient is not receiving the medicine being administered."